Manufacturer narrative:
(B)(4).

Event description:
Valiant and endurant stent graft systems were implanted in a patient for the endovascular treatment of a 50 mm in diameter thoracoabdominal aneurysm. It was reported that the patient was in for routine follow up. A type iii separation, endoleak, was found between the endurant 36x16x166 bifurcated stent graft and the valiant 40x40x150 stent graft. The physician stated that the cause of the event is unknown. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)